Event description:
Customer reportedly received results of 119 mg/dl and hi within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test strips have been discarded; replacement was sent.